Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a right common femoral artery (cfa) and a superficial femoral artery (sfa). The treatment was successful with no initial patient complications. A drug-coated balloon was used to complete the procedure. Two hours post-procedure, the patient had pinkish urine. Patient was anti-coagulated with heparin while procedure was performed. In the physician's opinion the cause of the pinkish urine was unknown and it was not believed orbital atherectomy was the cause. There were no interventions taken to resolve the pinkish urine. The patient was in stable condition and was discharged the same day.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient bleeding and medication required appears to be related to operational context. In this case it is possible that the reported patient bleeding and medication required are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. .

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a right common femoral artery (cfa) and a superficial femoral artery (sfa). The treatment was successful with no initial patient complications. A drug-coated balloon was used to complete the procedure. Two hours post-procedure, the patient had pinkish urine. Patient was anti-coagulated with heparin while procedure was performed. Additional information was received indicating in the physician's opinion the cause of the pinkish urine was unknown and it was not believed orbital atherectomy was the cause. There were no interventions taken to resolve the pinkish urine. The patient was in stable condition and was discharged the same day.